Event description:
It was reported that the patient underwent a cervical disc replacement procedure. During the surgery, the artificial disc would not fit onto the inserter. Another disc was not available. The surgeon had to change the surgical plan. Instead of implanting the artificial disc at c6-7, the surgeon performed an acdf using an anterior plate and an interbody device. The fusion was uneventful, and the patient is recovering well. No further complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Functional evaluation of returned implant with returned implant holder as well as sample implant holder was able to replicate complaint condition. Visual and optical examination identified material deformation on the interfacing diameter sidewalls of the superior component; corresponding material deformation not identified on the inferior component of returned implant. Dimensional evaluation of interfacing diameter confirms dimensional conformance to print specification. Gage pin (6.36mm) flush with posterior wall and implant retained; implant found to be within print specification. Additionally, the inferior portion of the returned implant, as well as two sample superior components similarly retained 6.36mm gage pin (no difference between two sample implants and returned implant). We are unable to determine cause of the reported event.